Event description:
Donation unit #: (B)(6).

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The collection bag with the filter was received for investigation. Air tightness and flow tests were conducted. The bag was found to be air tight and slow flow through the bag was observed. The filter media was visually inspected. There were no issues noted with the filter media. The manufacturing records of the filters for this lot number were reviewed. No problems were found. Also, the filter media records were checked, regarding particulate removal rates and cationization levels. All conformed to established standards. The cationization levels and the pu solution viscosity of the filter media were within standards. Regarding the filter assemblies, the lowest value of the average of average cationization levels was also within specifications. Root cause: the analysis of the returned collection bag with filter did not find a conclusive cause for the in-line filter failure.

Event description:
The customer reported that they had an in-line filter failure which resulted in an elevated white blood cell (wbc) count in the collected red blood cell unit. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.